Event description:
Allergan representative reported after injection in the forehead with juvederm ultra plus xc that the patient "was able to feel the particle of filler" two months after injection. Patient was initially treated with massage. Symptoms still persisted and the patient returned to the office and was also treated with hyalase. The symptoms are reported as not yet resolved. Further follow up is in progress.

Manufacturer narrative:
(B)(4).